Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated. All returned devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. There was no non-conforming product found during sample analysis that was related to this issue. During the device evaluation, an increased intra-peritoneal volume (iipv) was identified in the review of the event history logs. The cause was use error, tidal total uf removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 22:46:10. During night drain cycle four, the patient's ultrafiltration reading was 1614ml, indicating the home patient drained 1314ml more than their maximum programmed fill volume of 2000ml. No additional information is available.